Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy, the issue was observed during fill. The home patient (hp) stated he fell and patient line disconnected from transfer set. The hp then connected the patient line back to catheter. The technical service representative (tsr) helped the home patient (hp) to check the set up and found that the heater bag had disconnected during fill stage. Technical service representative (tsr) had the hp close the transfer set/clamps and assisted the hp with ending therapy. The hp did not have any injuries from falling. The tsr advised the hp to start over with new supplies. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). (B)(6). This complaint was confirmed because it was reported that the patient experienced a fall, which resulted in the disposable cassette patient line being disconnected from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.